Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device display fault code 1005 and high out of range shock impedance measurements, measuring greater than 145 ohms on the right ventricular (rv) channel. The boston scientific representative noted this fault code during interrogation for magnetic resonance imaging (MRI), indicating an open circuit condition. Technical services (ts) stated this is not MRI-compatible and that it could be rv lead fracture or calcification challenges. The physician reviewed and wanted to investigate further. This device remains in service. No adverse patient effects were reported.